Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies identified. (B)(4).

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD), a non sustained ventricular tachycardia (nsvt) episode was noted and is annotated with termination on the strip even though ts markers were seen. Customer advised that the episode starts as nsvt, but turns into the sustained ventricular tachycardia (svt) episode. The ICD remains in use. The patient has attended for reprogramming of the device, and the sinus tachycardia rule in pr logic has been turned off to determine whether reported issue will be resolved. Patient to be monitored during follow up visits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.